Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that only bypass fluoro was available and the image acquisition system was not reachable. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a hardware error of the ias (image acquisition system). The analyses of the log files showed only a problem with the image acquisition system (ias), however, it could not be clearly identified as the computer was not returned for a detail investigation. Based on expert evaluation it is concluded that the error was caused by the motherboard inside ias computer. The specific problem does not represent a total loss of functionality of the system. In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. The ias was replaced by the local service organization. After the hardware replacement there have been no reported errors. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.